Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will be sent to the FDA.

Event description:
Philips received a report about a heating incident on an ingenia 3t. A male patient was scanned with the 8 channel ds shoulder coil and a few days after the examination, he reported skin reddening with a few blisters on his shoulder to the hospital.

Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system. No definite cause fort he sustained injury could be established. The coil has been in use since without further reported injury. Contributing factor: the used scan protocols with high sar value.